Manufacturer narrative:
Technician replaced the bed exit tape switch and the adapter to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the bed exit is not working. No injury reported.